Manufacturer narrative:
PMA/510(k)#: k161552.

Event description:
It was reported that bd posiflush¿ normal saline syringe leaked saline. The following information was provided by the initial reporter: material no.: 306547 batch no.: 9064511. It was reported that saline came out of the back of the syringe during a flush. Patient 1 of 2 (see related pr 984042). We have had some complaints about posiflush¿ IV flush solution sodium chloride, preservative free 0.9% intravenous injection prefilled syringe 10 ml (bd 306547). The following is what they said: I was pulsatile flushing a PICC line with a 10ml ns syringe when the syringe seal failed. The rubber plunger dislodged from the syringe, spraying ns and compromising the closed system. This incident has happened multiple times to me and other staff members. I had two flushes that when flushing a pt saline came out of the back. When performing a lab draw on a patient's central line (trifusion), the 10 ml ns flush in use to flush the line and pull back 5 ml of blood prior to vacutainer blood collection fell apart (the plunger unscrewed and popped out of the barrel of the syringe), potentially allowing blood to spill/spray all over. Lot numbers: 9016512, 9064511, 9064511.

Event description:
It was reported that bd posiflush¿ normal saline syringe leaked saline. The following information was provided by the initial reporter: material no.: 306547; batch no.: 9064511. It was reported that saline came out of the back of the syringe during a flush. Patient 1 of 2 (related pr 984042). We have had some complaints about posiflush¿ IV flush solution sodium chloride, preservative free 0.9% intravenous injection prefilled syringe 10 ml (bd 306547). The following is what they said: I was pulsatile flushing a PICC line with a 10ml ns syringe when the syringe seal failed. The rubber plunger dislodged from the syringe, spraying ns and compromising the closed system. This incident has happened multiple times to me and other staff members. I had two flushes that when flushing a pt saline came out of the back. When performing a lab draw on a patient's central line (trifusion), the 10 ml ns flush in use to flush the line and pull back 5 ml of blood prior to vacutainer blood collection fell apart (the plunger unscrewed and popped out of the barrel of the syringe), potentially allowing blood to spill/spray all over. Lot numbers: 9016512, 9064511 and 9064511.

Manufacturer narrative:
Investigation summary: one sample was received. The sample has the plunger stopper at 1ml. It has the tip cap and solution in it. The barrel label confirms the lot# 9064511. Failure mode is confirmed, however, the posiflush sp syringes are designed to flush the IV lines, not to draw lab blood samples. This is considered off label use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9064511, medical device expiration date: 2022-02-28, device manufacture date: 2019-03-05. Medical device lot #: 9016512, medical device expiration date: 2021-12-31, device manufacture date: 2019-01-16. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ normal saline syringe leaked saline. The following information was provided by the initial reporter: material no.: 306547, batch no.: 9064511. It was reported that saline came out of the back of the syringe during a flush. Patient 1 of 2 (see related (B)(4)). We have had some complaints about posiflush¿ IV flush solution sodium chloride, preservative free 0.9% intravenous injection prefilled syringe 10 ml (bd 306547). The following is what they said: I was pulsatile flushing a PICC line with a 10ml ns syringe when the syringe seal failed. The rubber plunger dislodged from the syringe, spraying ns and compromising the closed system. This incident has happened multiple times to me and other staff members. I had two flushes that when flushing a pt saline came out of the back. When performing a lab draw on a patient's central line (trifusion), the 10 ml ns flush in use to flush the line and pull back 5 ml of blood prior to vacutainer blood collection fell apart (the plunger unscrewed and popped out of the barrel of the syringe), potentially allowing blood to spill/spray all over. Lot numbers: 9016512, 9064511, 9064511.